Event description:
It was reported that the locking screw for the implanted articular surface would not engage the threads of the tibial stem. A second articular surface was opened to retrieve a new locking screw, and the second screw would not engage either. The articular surface remained implanted without use of a locking screw.

Manufacturer narrative:
Both locking screws were returned for evaluation. Lcck articular surfaces are designed to be used with a stem extension and locking screw. It is possible that the stem extension was not correctly inserted into the tibial plate, leaving a gap between the end of the plate and the collar of the extension. There are two options for inserting the tibial articular surface onto the tibial plate allowed in the surgical technique. However this technique recommends the "back table" option over the intraoperative. It is unk which option was used. Without additional info, the exact cause cannot be conclusively determined at this time. All parts were dimensionally inspected and found conforming where measured. One screw exhibits damage to the chamfer at the end of the threads. This damage could be from failed insertion and is not indicative of the locking screw as manufactured. Two offset stem extensions were implanted; it is unk which device was used on the tibial side. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.